Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
Product event summary - the device was re-analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940 implantable defibrillation lead (B)(6) 1999, 4194 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had a low heart rate. During a device check, no telemetry could be obtained. The device was not pacing due to the battery being at end of life. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.